Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device was returned 03/1/2024. Two capas had been opened in order to fully investigate and address the root causes of the reported event. Analysis of the returned device was completed on 3/28/2024. The pump was opened for further review and upon investigation the motor cable was found to be unplugged, which directly contributes to the system error. The pump's event log was pulled as part of the investigation and upon review highlighted several system error alarms as reported by the end user, 15 in total throughout the pump's log. The system error can be seen by the "alarm code: 02". See complaint in question for detail of the event log. The alarm code "02" is followed by a sub code which points to the root cause of the system error. Every instance in the log has sub code "44" which means "motor open" and "motor delay" issue. The motor cable being unplugged inside of the pump directly correlates to this sub code, establishing the root cause of the reported condition. The review of the event log also highlighted several upstream occlusion alarms in the infusion history, 35 in total, as seen by the alarm codes "e04". See complaint in question for detail of the event log. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification.

Event description:
On 02/21/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on 3/1/2024. Detail of the evaluation was stated in section h of this MDR.